Event description:
It was reported that during the implant procedure of the aveir leadless pacemaker (lp), the unit could not be located via conductive telemetry. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.